Event description:
Baxter corporate product surveillance received a phone call on (B)(6) 2011 from a facility representative to report a malfunction with a colleague 3 infusion pump which had malfunctioned during use with a patient. In a follow-up email sent by the facility representative, a nurse involved with the incident reported the following colleague pump malfunction: channel a keeps alarming, which baxter quality engineering confirmed as a false occlusion alarm. The facility representative stated that it was reported through another party that there was harm to the patient involved. In a follow-up email, the facility representative stated that the patient suffered a drop in blood pressure receiving a gravity drip while waiting for the device to be switched out with another device. It was reported that the patient was fine and that no medication was prescribed. (Please reference MFR report #6000001-2011-00561 for information pertaining to the serious injury related to this event). No additional information is currently available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which channel a keeps alarming was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be an unbalanced sensor bridge on the channel a pump head module. Per customer request, the device was returned unrepaired; therefore, no repairs were made for the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.